Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient's pacemaker exhibited and interrogation problem and could not be paired with a transmitter. No device intervention was performed. The patient was stable.